Manufacturer narrative:
The exact original aus implant date was not available; therefore, (B)(6) 2014, was used as an estimated date based on the report indicating the procedure occurred approximately 11 years ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed that the pump tubing was worn down to the filament, the pump passed the leakage test, and the pump did not pass the low flow test with an output reading below pressure, which is out of specification as the pump pressure specification is equal to or greater than 2.1 psi. The cuff showed folds and had a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adaptor, with fluid loss due to the same tear. The balloon tubing was worn down to the filament, had scaling on the adaptor junction, and passed the leakage test. Based on the available information and analysis results, the low flow test issue identified in the pump could have caused or contributed to the reported clinical observation of urinary incontinence; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
The exact original aus implant date was not available; therefore, (B)(6) 2014, was used as an estimated date based on the report indicating the procedure occurred approximately 11 years ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. The device was explanted and replaced. There were no further patient complications.